Event description:
Additional information was received that surgery occurred on (B)(6) 2021, to implant a lead to address the issue.

Manufacturer narrative:
Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-23798. It was reported that the patient experienced ineffective therapy and leads had migrated. As a result, surgery occurred during which the leads were explanted. During the same surgery, two leads could not be placed as documented in manufacturer reference numbers 3006705815-2020-30681 and 3006705815-2020-30682.